Event description:
It was reported that noise oversensing was observed while reviewing stored events for this left bundle branch (lbb). It was stated that the patient was exhibiting a true ventricular arrhythmia at the same time. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).